Manufacturer narrative:
The customer is not returning the aruba controller, since it is working after rebooting. The aruba controller is an off-the-shelf computer peripheral made by another MFR and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these subcomponents as the source of the failure.

Event description:
The customer reported that they are unable to connect patients to their acuity system. The acuity system is up but no wireless connectivity with the bedside devices. Unable to communicate with the aruba controller. A reboot of the controller enabled the system to connect patients and work as intended. The inability to connect due to the lock-up of the controller in this instance may have resulted in a potential temporary loss of centralized monitoring; bedside monitoring was unaffected. There was no report of any pt harm as a result of the reported events.